Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the implemented str-proc in orders-msg-procedures-es int for weight-based order dose. A technical support specialist (tss) found that pyxis es had been unable to handle dispensing orders where strength units did not match the formulary configuration, causing issues with weight-based doses (e.g., mg/kg). Tss had implemented changes by adding str-proc0401 to orders-msg-procedures-es interceptor, saved revisions, and exported the updated configuration file. After rebooting and testing, no issues were found, and the customer proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the system asked user how many units of medication needed to be pulled for certain orders. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the system asked user how many units of medication needed to be pulled for certain orders. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, the system asked user how many units of medication needed to be pulled for certain orders. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.